Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that insulin leaked from her cartridges. She said that after filling the cartridges and placing them on a towel, she noticed a large wet spot on the towel. She reports that there was also an unusually strong smell of insulin from the cartridge as well. The issues reportedly occurred with three cartridges from the same box. When she noticed a leak, she threw the cartridge away and could not verify the source of the leak. There was no reported pt impact associated with the complaint.